Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Nakamura, t., yamakawa, t., hori, j., goto, h., nakagawa, a., takatsu, t., osamura, n., saito, a., hagio, k., mouri, k. (2021) conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Journal of orthopaedic surgery 29(3) 1¿8. Https://doi.org/10.1177/23094990211063963. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00752.

Event description:
The study reported 2 patients experienced cardiac failure in an unknown time frame postop. The patients recovered and continued follow up. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable as the device is not believed to have caused or contributed to the event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable as the device is not believed to have caused or contributed to the event. The initial report was forwarded in error and should be voided.